Manufacturer narrative:
Concomitant medical products: g7 finned bm 4 hole shell 56f catalog#: 110017125 lot#: 3622840, biolox delta cer lnr 36mm f catalog#: 110003623 lot#: 3829485, tprlc 133 fp 12/14 bm so 12.0 catalog#: 51-130120 lot#: 3958847, delta cer fm hd 036/0mm 12/14 catalog#: 650-0837 lot#:2016101507. Reported event was confirmed as returned device was damaged. Visual inspection states that shows minor damage on the liner locking feature as well as a scratch. Inspection of the outer surface of the liner shows very minor scratching near the damage to the locking feature. Interior of the liner appears to be in good condition with only very minor scratching. The scallops also have some damage and several appear slightly deformed around the entire circumference. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown shell, unknown head, unknown stem. Event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the surgeon was unable to fix the polyethylene liner into the shell. Multiple attempts were unsuccessful despite following surgical technique. The surgery was completed with new liner.

Manufacturer narrative:
This follow up report is being filed to relay additional information.